Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted e1: phone number: (B)(6), h4: device manufacture date: unknown due to unknown lot number, the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The angio-seal suture locked up; therefore, the patient went to surgery as troubleshooting was not known to the operator. The procedure was a left heart catheterization (lhc). No blood loss was reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed for device withdrawal failure and surgical intervention was required. The exact root cause cannot be determined with the information provided. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).